Event description:
It was reported by the customer that patient ivad tubing cracked near base of tubing close to cap end. Ivad was deaccessed and then reaccessed. 3ml of blood withdrawn prior to saline flush. The device was discarded as it was leaking fluids so the nurse quickly threw it in the sharps box to avoid exposure. It was replaced with a new line. There was no patient harm, however there was a delay in care of a time-sensitive medication used in post-chemo care. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that patient ivad tubing cracked near base of tubing close to cap end. Ivad was de-accessed and then re-accessed. 3ml of blood withdrawn prior to saline flush. The device was discarded as it was leaking fluids so the nurse quickly threw it in the sharps box to avoid exposure. It was replaced with a new line. There was no patient harm, however there was a delay in care of a time-sensitive medication used in post-chemo care. No other information was provided.